Event description:
It was reported that during procedure to treat heavily calcified, mildly tortuous, 30-50% stenosed lesion in left anterior descending artery (lad), the diamondback 360 coronary orbital atherectomy device (oad) crown became stuck with the viperwire advance guide wire. The oad and the viperwire were removed together. Dissection of the circumflex artery (cx) was observed but the physician was aware it could dissect since balloons and intravascular lithotripsy (ivl) were used prior to orbital atherectomy system (oas) use. The cx was lost but the physician was able to cross it and get regular flow. Stent placements were performed in lad and cx to have a good final result.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during procedure to treat heavily calcified, mildly tortuous, 30-50% stenosed lesion in left anterior descending artery (lad), the diamondback 360 coronary orbital atherectomy device (oad) crown became stuck with the viperwire advance guide wire. The oad and the viperwire were removed together. Dissection of the circumflex artery (cx) was observed but the physician was aware it could dissect since balloons and intravascular lithotripsy (ivl) were used prior to orbital atherectomy system (oas) use. The cx was lost but the physician was able to cross it and get regular flow. Stent placements were performed in lad and cx to have a good final result.

Manufacturer narrative:
Correction: b1, h6 (code 2993 no longer applies, added 1528). Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.